Manufacturer narrative:
It was reported that hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. A review of the complaint history for the stem was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints have been identified for the stem. Without definitive part/lot numbers a complete complaint history review cannot be performed for the head & cup. A review of the complaint history review was performed using the part number for a 74432050 bmhr modular head 50mm & 74120156 acetabular cup 56mm in search of complaints involving elevated test results throughout the lifetime of the product. Similar complaints have been identified for the head and cup and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Device history record review confirmed that all released parts met specifications applicable at the time of production. Review of the product IFU for the stem found adequate warnings and precautions in relation to the alleged failure modes. Without the details of the head and cup, the specific product labelling and IFU's for the devices cannot be reviewed. If this information becomes available at a later time, the task will be re-opened and completed. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. No medical documents were received. The reported event cannot be assessed and a thorough medical assessment cannot be performed. If notification is received that additional medical documentation has been provided, this complaint will be re-evaluated and a thorough medical assessment rendered. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported a revision surgery due to bone resorption around femoral neck pain and elevated cocr levels.